Event description:
Per rep, this lead was explanted due to subclavian crush.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the qual documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular mfg process.